Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 13.5-14.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.2cm from the distal tip. The etfe coating was intact at these locations. (B)(4).